Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic pancreatectomy procedure, the device did not fire. They then used another device to resolve the issue in order to complete the case. There was no patient injury.